Event description:
A (B)(6) female patient contacted zoll customer support for an unrelated issue. Upon service investigation, a reportable problem was discovered. The electrode belt trunk connector housing was broken and missing the locking nut. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon service investigation, the electrode belt trunk connector housing was broken. The connector locking nut was missing, which would allow for the electrode belt to become disconnected from the monitor. The root cause for the missing locking nut was not positively identified, but was likely due to excessive force. The electrode belt was otherwise fully functional and could properly monitor a cardiac signal. No adverse event resulted from the defective connector. The patient received a replacement electrode belt.